Event description:
It was n:morted that the tio of the threaded lockinq cap driver broke off within the set screw and could not be retrieved.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Visual inspection of the driver found the tip to be twisted and fractured. The fracture surface extends across the drive teature along the edge of the retaining feature , indicating that the driver was fully seated into the locking cap. The observed damage is consistent with over-torqueing the. Locking cap above the recommended torque limit. However, the exact cause of the reported issue could not be determined. The following sections have been updated: b4, e1, e3, g7, h2, h3, h6, h10.